Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the quality control (qc) data and found that it was in range at the time of the incident. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample probe 3 mixer, performed bottom of cuvette test and ran probe alignments and mix studies, which passed. The calcium qc was in range. A siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc stated that the data presented, showed the imprecision was observed within the same aliquot well and reagent well suggesting that the aliquot probe performance and reagent flex were not contributing factors to the low recovery. Hsc found that a "kin_check" was flagged. A "kin_check" monitors the sample mix. The sample was moderately elevated but not significantly enough to trigger an abnormal assay flag. Hsc stated that there was no apparent reagent addition issues noted upon review of the other result monitors. Additionally, all the patient results were based on the same calibration (ID (B)(6)) indicating that the low outliers were not due to a calibration-induced bias. The cause of the discordant, falsely depressed calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) patient result was obtained on one patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument resulting higher. The customer then used a new sample and an alternate dimension vista instrument, confirming the higher result. None of the results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.